Event description:
Patient had loose femoral component. Dr. (B)(6) revised the right femoral component using scorpio ts.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested, but not made available by the doctor. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had loose femoral component. Dr. (B)(6) revised the right femoral component using scorpio ts.